Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the nc trek balloon dilatation catheter (bdc), air appeared to be present. The balloon was prepared per instructions for use (IFU), however, there was no vacuum between balloon and syringe. There was no device use or patient involvement. Another nc trek balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak or noted inner and outer member tear on the returned device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.